Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board was not being accurately displayed on the pump screen. Customer's blood glucose was 143 mg/dl. Pump data review by tandem technical support showed the pump was functioning as intended, however, customer maintained the pump was not functioning properly. Reportedly, customer continued to use the pump for insulin therapy.